Event description:
This report is being filed after subsequent review of the following journal article: lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. A (B)(6) male with diabetes was presented with an infection 1 month after undergoing primary open-reduction fixation (orif) and internal fixation of a depressed lateral tibial plateau fracture. A bone graft was obtained without complication from his left femur using a 12-mm reamer-irrigator-aspirator (ria) reamer head. Eleven days after his revision surgery, the patient stated that he rolled over in bed and felt a ¿snap¿ in his left thigh. Radiographs revealed a spiral fracture of the left midshaft femur. This report is for the ria system. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. This report is for an unknown reamer-irrigator-aspirator system. The device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.